Manufacturer narrative:
(B)(4)

Event description:
It was reported that during removal the guide wire, it was stretching. As a result, the guide wire and catheter were removed and a new kit was opened and used to complete the procedure. There was no delay in treatment. No death or complications occurred to the patient. The insertion site was the right subclavian vein.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided one guide wire which was unraveled starting at 30 cm from the j-tip at the distal end. Under magnification, the core wire was found to be broken adjacent to the distal weld. No pieces of wire appeared to be missing. A review of manufacturing records did not yield any relevant findings. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use and caution not to withdraw the guide wire against the needle bevel and not to use excessive force. Operational context caused or contributed to the event. No further action will be taken.